Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code b30 occurred because the device was leaked while the user was handling the device, and water invaded; then abnormality of electronic parts occurred which led to occurrence of the suggested event. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿- inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the endoeye flex 3d deflectable videoscope had the error code b30 displayed. This event was found during reprocessing. The intended procedure was a therapeutic laparoscope. There was no patient or user injury or harm associated with this event. The patient was not under sedation and there was no delay. The facility completed the procedure using the same device.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customers allegation was confirmed. Debris and foreign material/corrosion on the electric contact part of the video connector were identified. Additional findings were found and are as follows: air and water leakage was found via a pierced, cut, or scratch part of the bending section, defects of the universal cord, were found having resin coming off (peeling off of resin due to moisture invasion / deterioration of the insertion tube due to cleaning, disinfection and sterilization method from excessive bending, the universal cord/ the video cable is pierced / cut / or scratched, and there was deterioration of the friction plate. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.